Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue and debris on product. Visual inspection found optic torn, haptic torn and with residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 13.2mm, vticm5 13.2, -13.50/2.5/080 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Damage was noted after opening vial. No patient contact. Another similar lens was implanted on (B)(6) 2020 and this resolved the problem. Cause of the event is reported as unknown.